Event description:
Patient was sent to ER and admitted to hospital with nausea, vomiting, and dehydration on (B)(6) 2015, one day after having the balloon placed on (B)(6) 2015. The patient was treated with IV fluids and IV anti-emetics on (B)(6)2015. The patient's symptoms were much improved the following day and the patient was discharged on (B)(6) 2015.